Event description:
The tip of impactor broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: corrected UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted pinn straight cup impactor confirmed the threaded tip is broken and disassociated from the shaft. The threaded portion of the tip remains in the shaft. The remaining portion of the tip was not returned for evaluation and was reported discarded by the customer. The end cap exhibits significant impact marks indicating heavy impacts were delivered to the impactor. A search of the complaint database did not reveal any trends of tip breakage. The investigation could not draw any conclusions about the root cause of the tip breakage; however, heavy impactions are possible contributing factors. Based on the performed investigation no corrective action is being pursued for tip breakage at this time. Monitor for future reports of tip breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.